Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported that tubing is leaking at filter.

Manufacturer narrative:
The customer¿s report that tubing is leaking at the filter was confirmed. Visual inspection of the as-received set sample observed the micron filter air vent membrane was colored reddish-brown and was wetted/compromised. No other obvious issues or damages were observed. Functional testing was performed by pushing fluid through from a lab syringe. It was observed that the fluid only leaked out from the filter vent. The root cause of the noted leak from the filter vent was not identified.

Event description:
It was reported that tubing is leaking at the filter. Although requested, there is no further patient or event information available.